Event description:
An injection gold probe device was used in a esophagogastroduodenoscopy (egd) procedure in 2008. According to the complainant, "the needle would not retract." However, the procedure was able to be completed with this device. No pt complications were reported as a result of this event, and the pt's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The suspect device was received with the probe needle in the extended position. An attempt to actuate the handle confirmed the reported retraction problem. X-ray examination of the device handle revealed that the stainless steel hypotube shaft was severely bent, and fractured inside the needle hub (see figure 1, page 3). In addition, the catheter internal spring was noted to be broken. Dissection of the device revealed that the welded needle-hypotube subassembly was bent at the distal end. Based on the design, assembly and functionality of the device, the mechanical damage noted in this eval likely occurred during the advancement of the probe toward the treatment site; if the noted damage had occurred prior to actuating the needle, the damage would have precluded it's ability to extend. See scanned page.